Manufacturer narrative:
Country: (B)(6). Neither the device, nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of spinal canal stenosis in need of l1-s1 posterior spinal fixation used in spinal therapy. It was reported that after lamina hook on the right of l1 was placed, when tightening the rod, the rod could not be pushed down onto the screw well, after trying several times, the thread broke. After placing rod on the reported hook, when inserting set screw, the set screw could not be inserted well, a part of set screw separated in a beard-like shape. It was tried several times with a rod reducer, but the set screw could not be inserted as well. Therefore, a new hook was opened, bone cutting of the placement part was additionally performed to improve the fit for dealing with it. In appearance, the hook thread appeared to be damaged. The product came in contact with the patient. The set screws were presumed to be cross threaded due to procedure problem. All set screws were discarded. There was a delay of less than 60 mins in overall procedure time reported. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.